Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bioconsole 560 instrument, it was reported that the unit kept spinning the motor drive out of control. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer did not note the rpm value displayed on the screen. The error was manifested by the pump continuing to spin after the dial had been turned to zero. There was no error message displayed.

Manufacturer narrative:
Device evaluation summary: the reported motor drive issue was not verified during service. Service technician could not repeat the r eported failure although the unit showed error codes: 9; 46; 47; 48; 49; 52; and 68. During the inspection and evaluating, it was observed that the ps 560 cable assembly was not completely connected to the system controller pcb. Service technician reseated the cable assembly and reconnected the power supply cable to the system controller board. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.